Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol), found to have iol opacification. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.5. And h.10. Based on information received following submission of the initial report, this report does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that right eye was not operated by the physician, not even in the structure of his reference. The physician did not intends to make any report in this regard.